Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 08517 were returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported air ingress and valve leak were confirmed through testing. The sheath failed the return product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, the sheath was leaky and aspirated air. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.